Event description:
It was reported that fluoroscopy revealed externalized conductors. All electrical parameters were normal. Lead remains implanted.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces and exhibited a great deal of explant damage. An external insulation abrasion was noted at 8cm from the distal end.

Event description:
New information received. The lead was explanted.